Event description:
It was reported that an unk issue occurred with the device during an unk procedure. No further info is available. No pt consequence reported.

Event description:
Customer reportedly received results of 272 mg/dl on advantage system 1 and 131 mg/dl on advantage system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 551247, expiration date 06/30/2011). (B)(4).